Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The arm labels were damaged. A drape clip was missing. A functional evaluation was performed. The device was delayed in it's pressurization. The motor made a grinding noise. The device failed the weight test. The piston migration was at 1.5 inches. The reported complaint of a power failure was confirmed. The root cause is attributed to a mechanical problem. Factors that could have contributed to the reported event include a defective stator or armature within the motor. The evaluated failure of a failed weight test has a root cause of a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review regarding the investigation findings of a failed weight test concluded that this was a repeat issue. No containment or corrective actions are recommended at this time. Internal complaint reference: case-2020-00017619-1 smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that the spider had a power failure. No case involved. Results of investigation have concluded that the spider 2 tenet failed the weight test so there was a loss of traction which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.